Event description:
We received a malem alarm in mail yesterday and we put in batteries which were new. The alarm operated fine, but the moment I put in the sensor, the alarm starts making a strange click-click noise and starts getting warm. After 30 mins it is very hot and I can't even hold it in my hand. There is something very wrong with my alarm. It should not get this hot. Like it is going to burn someone if it comes in contact with skin. This is not a safe product for my son. I was happy to stop the alarm and removed batteries or it could have burnt my boy.